Event description:
The lead was explanted when repositioning was unsuccessful due to dislodgement. An increase in capture threshold was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.